Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
She complained of pain since the revision in 2007 with worsening over the past year. In addition to persistent pain, she described an audible clicking. X-rays revealed a broken femoral stem, 8¿ solution stem. The proximal third of stem was loose and easily removed by hand. Pinnacle 300 series cup was well fixed with ultamet liner but surgeon revised for better positioning. Some metallosis was observed. Doi: 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.